Event description:
Boston scientific received information that this product was part of a system revision back in 2006 due to erosion. This device has now been explanted for normal battery depletion. There were no allegations against the device. There were no additional adverse effects reported.

Manufacturer narrative:
This device will not be returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.